Manufacturer narrative:
The exact date of the event is unknown. The provided event date (B)(6) 2013 was chosen as a best estimate based on the date that the manufacturer became aware of the event. Model number/catalog number: sc-2138-70, serial number: (B)(4), batch / lot number: a35021 / 151395, model / catalog description: phase iii linear lead - 70 cm. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patients pain had progressed. The patient underwent an explant procedure. No further information could be obtained.